Manufacturer narrative:
(B)(4). No iap part or recorder strip was returned to teleflex chelmsford for investigation. The reported complaint of incorrect volume is not able to be confirmed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Event description:
It was reported that the incorrect volume was displayed on the pump. It was noted that the iab 30cc was placed in the cath lab, and the pump was pumping without any alarms. The volume displayed was 20cc/100%. The staff attempted to increase the iab with no change. Poor augmentation is also noted on the waveform. As a result, after placing the pump in the off position, the volume displayed was 30cc as appropriate, and the augmentation improved. There was no report of delay in therapy. There was no report of patient complication, serious injury, or death.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the incorrect volume was displayed on the pump. It was noted that the iab 30cc was placed in the cath lab, and the pump was pumping without any alarms. The volume displayed was 20cc/100%. The staff attempted to increase the iab with no change. Poor augmentation is also noted on the waveform. As a result, after placing the pump in the off position, the volume displayed was 30cc as appropriate, and the augmentation improved. There was no report of delay in therapy. There was no report of patient complication, serious injury, or death.